Event description:
The account reported the left foot brake steer caster and the left head brake caster swivel while in brake mode. The bed is located in the bed shop of the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the brake caster and brake steer caster have damaged stems. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the left foot brake steer caster and the left head brake caster to resolve the issue. Based on this information, no further action is required.